Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during a routine follow up premature battery depletion was alleged due to a decrease in battery longevity. An additional follow up is scheduled to assess the progression of the battery longevity. This device has since been explanted and is no longer is service. No adverse patient effects were reported. This device has been received for investigation and the results are as enclosed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up premature battery depletion was alleged due to a decrease in battery longevity. An additional follow up is scheduled to assess the progression of the battery longevity. As far as the information that is currently available this device is still implanted and in service. No adverse patient effects were reported. Should further information become available an updated report will be provided.